Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage on the lens. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -7.50/4.0/001 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. Refractive surprise was observed. The lens was exchanged for same length lens on (B)(6) 2020 resolved the problem. Cause of the event is reported as user error, "surgeon forgot to enter the negative sign before astigmatism diopter when entering data." Reportedly, "the cornea is clear, the anterior chamber is deep, and the lens is centered."